Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)); the root cause was due to a defective processor pca board. The autopulse platform is a reusable device and was manufactured on 29 dec 2010 and has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error 132(internal watchdog timeout) error message on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor pca board was defective. Upon customer approval, the component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
It was reported by the customer that the autopulse platform (sn (B)(4)) displayed an unspecified error message during shift check. The user was unable to resolve the issue. There was no patient involvement. No further information was provided.